Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of the severely bent grip tips be related to the customer reported complaint. The force bipolar instrument was found to have a severely twisted grip, causing side to side and vertical misalignment of the grips. There was 0.037¿ side to side offset and 0.086" vertical offset at the tips. The root cause of the severely bent instrument grips-tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. An additional observation not reported by the site that was not related to the customer reported complaint was also identified. The force bipolar instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test and no signs of thermal damage observed. The root cause of this failure attributed to a component failure. A review of the instrument log for the force bipolar (471405-06/n102104190077) associated with this event has been performed. Per logs, the force bipolar instrument was last used on (B)(6) 2021 on system sk3043. The instrument had 1 use remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the force bipolar instrument was found to have conductor wire damage with exposed internal wires and no evidence or claim of mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Fields PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the 8mm force bipolar instrument jaws would not close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.